Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that failed an occlusion test was not confirmed nor reproduced during product evaluation. The root cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Event description:
The facility reported an infusor pump which failed an occlusion test. This condition was identified in the biomedical testing department and failed to alarm for the occlusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.